Manufacturer narrative:
The device was investigated on-site and was found to be in good condition and working on OEM specifications. A recreation of the event was conducted with the facility staff with the mattress slid down to the position found after the event. The investigator discovered that with the mattress slid down in the position that the staff from the site recreated, the side rail latch was unable to latch properly due to the latch hitting the mattress edge. The manufacturer concludes that the root cause for this incident is that the caregiver had not made sure that both catches had snapped into place, but the incorrectly mounted head and foot support may have contributed to the incident. In this case, the mattress slid down and prevented one of the catches from snapping into place. The mattress is fixed on the stretcher by the drain and two side strips, but also by the head and foot support, which were not correctly mounted. The side strips are delivered mounted, pointing towards the floor, but should be remounted before use, so they point toward the ceiling. It is stated in the opi that the side support is folded down by pressing the two catches simultaneously. When raising the side supports, make sure the two catches snap into place. The manufacturer recommends retraining of caregivers to the requirements.

Event description:
The facility reported that the caregiver was bathing resident. The caregiver turned the resident onto their side when the side rail fell. The caregiver attempt to catch the resident, but was unable to stop resident before the resident's head hit the floor. The caregiver stated that she heard the siderail latches click when she raised it prior to bathing the resident, and assumed the latches were fastened. The resident sustained a hematoma on the right side of her forehead with a laceration. She also sustained a bruise edema on the right side of her face.